Event description:
It was reported that the patient presented in-clinic for initial implant procedure. It was observed that during the procedure the stylet failed to advance in the lead. As a resolution the lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable throughout.

Event description:
It was reported that the patient presented in-clinic for initial implant procedure. It was observed that during the procedure the stylet failed to advance in the lead and was stuck eventually. As a resolution the lead was not implanted and an alternate near at hand was implanted instead on 5 sep 2024. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of ¿stylet couldn't pass and got stuck till mid length¿ was not confirmed. As received, a complete lead was returned in one piece with the stylet partially inserted inside the lead. The stylet was able to be fully inserted into the lead and removed with no restrictions. Visual, electrical testing and x-ray examination of the lead did not find any anomalies.